Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 alarm was identified. This occurred on (B)(6) 2012, during night drain 4. No additional information is available at this time.